Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Plate remained implanted.

Event description:
As reported: while implanting the anchorage plate, the doctor screwed the 3.0mm locking screws through the mtp v1 plate [three] times with only "two fingers" worth of force. This was 3 separate screws, each in a separate hole. None of the screws were explanted. The doctor just backed them up flush with the plate and left them in.

Event description:
As reported: while implanting the anchorage plate, the doctor screwed the 3.0mm locking screws through the mtp v1 plate [three] times with only "two fingers" worth of force. This was 3 separate screws, each in a separate hole. None of the screws were explanted. The doctor just backed them up flush with the plate and left them in.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.